Manufacturer narrative:
A replacement transformer was sent to the customer. In follow up with the customer she stated that a chunk of the housing broke off and you can see the exposed wires. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. The case of the breach in the rev n transformer has not been determined atthis time. It is currently being investigated under (B)(4). Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
The customer reported to customer service that her transformer housing is damaged where you can see the wire.